Event description:
It was reported that the customer's insulin pump had been producing grinding sounds for multiple years. A replacement insulin pump will be sent. The customer's blood glucose value was unknown. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.